Event description:
Pt admitted to hosp with fever and facial swelling. Cultures taken & pt received IV antibiotics and discharged the next day on oral antibiotics. Pt received 4th dose cyberknife at another facility after being discharged from hosp.